Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. Other damages found during device investigation are related to the removal surgery. Additionally device investigation revealed that the magnet force is not within specification. This damage is most likely related to mentioned MRI examinations. This is a final report.

Event description:
The recipients hearing performance has been affected. According to the clinic no trauma or impact has occurred. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at ww headquarters by the investigation team. Per device explantation report, the cause for re-implantation was high impedances of the active electrode channels.